Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl, which was addressed with a correction bolus. Reportedly, the customer's health care provider (hcp) recently made changes to the settings. System check with tandem technical support indicated that the pump was performing as intended. The customer stated the cartridge, infusion tubing and site would be changed. As the customer requested assistance changing the settings prior to consulting with hcp, recommendation was made to consult with hcp to discuss the pump settings and diabetes management.